Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a colonoscopy with dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was successfully inflated to 8mm and 9mm, and was able to be held for the required time; however, when they attempted to inflate to 10mm resistance was felt and the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).